Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain,203:fbss leg/back. It was reported that since they were implanted with their device they've had issues charging. Pt stated they can't move at all while charging or the charge connection will be interrupted. Pt also stated they were attempting to charge last night and it took them 18 times to get it to begin to charge. Pt stated the connection goes back and forth from excellent, to good, to poor. Pt confirmed no visible damage to the recharger cord. The issue was not resolved. An email was sent to the repair department to replace the recharger. Additional information was received. Pt called back stating that they were having a terrible time hooking up to recharge the ins. Pt stated that they called last week because on either thursday or friday it took them 18 times during the day to find the spot to place the rtm in order to get a connection. Pt stated that recharging excellent would be indicated, however in the blink of an eye the controller would then say try again. Pt stated that they were sent a new rtm and that the new rtm did work a little better as on saturday after they received the new rtm, it took maybe only 10 times to get the rtm in the right spot to start charging the ins. Pt stated that they had been working on trying to recharge the ins for 35 minutes this morning, however they had been placing the rtm all over their back and they didn't know where to place the rtm so that the ins stays recharging. Pt confirmed that there were no issues with recharging the controller from the power supply and that the controller port/connections all looked fine. Pt stated that the controller had worked great so far. Pt then stated that when they went in to have their stitches taken out they were a mess since it was so painful as they were stitched up wrong so hcp had a heck of a time getting the stitches out. Pt stated that after the ins was implanted, mdt rep at the hospital hooked them up and found the ins spot and pt confirmed that they could feel where the ins was located. Pt noted that mdt rep helped them with their trial device. Asked the pt if they had spoken to or met with a mdt rep since the issue started to have the issue addressed further in person; pt stated no as the rep told them to call ps if they had any problems. Pt stated that they tried placing the rtm over a thin piece of clothing (like a camisole) and directly on their skin. Pt stated that they tried putting the rtm over the back of their shoulder and sliding it down thinking that there would be a better connection rather than going up under. Pt stated that if the ins wasn't going to help with their neuropathy then they would have a breakdown, so they needed this issue figured out. Pt stated that when the ins did charge which was very rare, the ins would only go up to 60%-80%; pt stated that the ins had never charged more than that. Pt stated that they liked to use the ins, however they use the ins so sparingly as they were afraid that the ins would run out of battery and then they would be stuck. Pt stated that they felt like they didn't use the ins to its full capacity that they would like to, but that the therapy did help their legs when they would have the ins on. Advised the pt that a message would be sent out to the field requesting contact for further assistance.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on may 9th, 2022. Pt stated their new implant charges beautifully unlike their previous implant which they tried one day to charge 18 times. Pt's previous implant was replaced because it was difficult to charge; pt mentioned they met with a medtronic representative; pt mentioned their battery flipped and rolled over and that one never worked.